Manufacturer narrative:
The returned screw was evaluated. The threads inside the tulip head were damaged and the tulip was locked into position so that it would not rotate due to the pressure cap on the screw head being wedged under one wing of the trolley. This issue can likely be attributed to pressures from the rod and plug on the screw head after final tightening during initial installation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device removal.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of two for this event. Reference report 3004485144-2016-00358.

Event description:
It was reported that while a pedicle screw was trying to be removed from a patient, the screw head would not unlock. The screw was removed using the head turner. After the procedure, tissue was removed from the tulip of the pedicle screw during decontamination. The screw was removed during a procedure to address adjacent level disease. There was no report of patient injury or adverse event.